Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an inappropriate shock as well as known high voltage impedance measurements. A request for technical services (ts) review was needed. No formal advice was given by ts as the patient was at the end of life and shock therapy was no longer a requirement. No adverse patient effects were reported. The ICD remains implanted.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an inappropriate shock as well as known high voltage impedance measurements. A request for technical services (ts) review was needed. No adverse patient effects were reported. The ICD remains implanted.